Event description:
The customer reported that the "machine cannot work". Further information was provided that the device failed the defibrillation test during operational check. There was no adverse patient impact reported.